Event description:
Found during testing. According to the reporter, the device alarmed a persistent "connect electrodes" when the device was tested with a pt simulator. There was no pt use associated with reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it constantly alarmed "connect electrodes" when it was tested with a pt simulator. Physio replaced the device's therapy connector assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use.